Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when the cassette was locked. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was not confirmed because the complaint could not be replicated. The performance verification test was performed, visual inspection passed, all tests passed within specifications. Probable cause: no fault related to the complaint was found.